Manufacturer narrative:
03/04/1999- supplemental report #1 sent to FDA.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws did not close properly and the clips did not advance properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.